Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial/batch number : (B)(4), model/catalog description: infinion 16 trial lead kit 50 cm, the explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing stomachache and increased pain during trial. The patient underwent an early lead pull procedure.